Event description:
Fill volume: 400ml. Flow rate: 6ml/hr then 14ml/hr then between 10ml and 12ml. Procedure: right rotator cuff repair. Cathplace: interscalene nerve block (right side of chest). It was reported that a patient experienced nausea and vomiting and was admitted to the hospital for 2 days, while during use of a pump. The patient had surgery on (B)(6) 2015 and received a pump with the flow rate set at 6mll/hr. It was reported that on (B)(6) 2015 the patient's pain medication was wearing off, therefore the patient turned the flow rate up to 11ml/hr (the dial set between the 10 and 12 indicator on the dial) . The patient then became nauseated and vomited; the patient then contacted the surgeon and a medication was prescribed. On (B)(6) 2015, at approximately 3:00am to 4:00am, the patient noticed the pump was empty; therefore, the patient removed the catheter. On (B)(6) 2015 due to vomiting, the patient went to the emergency room. The patient was admitted to the hospital for 2 days with a diagnosis of hyponatremia. The patient reported that she is currently feeling much better. The patient reported that the instructions for use and the pictures included in them were not large enough for the patient to determine the instruction for adjusting the dial. Return of the device is anticipated.

Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and at this time is pending return. At this time a lot number was not available, therefore a review of the device history record (DHR) cannot be completed at this time. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device return anticipated.

Manufacturer narrative:
(B)(4). Method: it was reported that the device was unavailable for return. A use review and a review of the instructions for use (ifd) was performed. Results: as the device was unavailable for an evaluation, testing methods could not be performed; therefore, results cannot be obtained. Information is provided in the IFU (14-60-613-04) as follows : select the appropriate flow rate by turning the dial on the select-a-flow* device until the flow rate setting is aligned with the ml/hr arrow mark (¿) on the face of the select-a-flow* device the orientation of the rate-changing key does not indicate the flow rate selection. The tactile feel will allow the user to ensure selected flow rate is set. If the dial is set in between the number, the IFU provides a caution as stated: "caution: dial must be aligned with number and arrow mark (¿) to ensure accurate flow rate. Do not dial between numbers. Flow rate is unpredictable if dialed between numbers. Based on the use review and reported information the device's flow rate was changed multiple times during use and reported to have been "turned up" to 11 ml/hr. The select-a-flow (saf) dial does not have a labeled number of 11 on the dial face. Therefore, the dial was set in-between the 10ml/hr and 12ml/hr labeled flow rates. Conclusion: the device was not available for an analysis and testing. Therefore, an assignable cause of the patient's reported reaction is unknown. It was reported that the device's flow rates had been changed multiple times while in use. In addition, it was also reported that the flow rate was "turned up" to a flow rate of 11ml/hr. That is not a labeled flow rate on the face of the saf's dial. Consequently, we are unable to rule out the device causing or contributing to the reported incident as the dial must be aligned with the labeled number and arrow mark (¿) to ensure accurate flow rate. The flow rate is unpredictable if dialed in-between numbers. Based on the investigation the disposition is unable to evaluate.